Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the present aiming arm was analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This production lot was manufactured in june 2008. In addition a function test revealed that the alignment of the aiming arm is in accordance to the specifications. We are not able to reproduce the complained malfunction. Based on these findings we conclude that the cause of the failure is not due to any manufacturing non-conformances. The instrument was manufactured according to the specifications. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a functional problem of aiming arm was reported: the screws could not be positioned using the aiming arm for lateral femoral nail. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.